Event description:
The customer reported that on (B)(6) 2012 an erroneous, elevated free t3 (ft3) result above the normal reference range was generated on a unicel dxl800 access immunoassay system for one patient sample. A repeat test was performed on the same instrument and an elevated ft3 result above the normal reference range was generated again. The sample was subsequently tested using an alternate method and a lower ft3 results was generated and regarded as "normal". This normal result brought into question the initial ft3 results. The alternate ft3 reference ranges were not provided by the customer. Quality control results (qc) were within the customer's established ranges on the date of the event. System checks performed before and after the event yielded acceptable results. No patient specific information, additional sample collection/handling or instrument assay performance information/data was provided by the customer. The suspect ft3 results were not reported outside of the laboratory and hence there was no death serious injury or modification to patient treatment associated or attributed to this event.

Manufacturer narrative:
Service was not dispatched to the site in regards to this event. The customer did not believe that there were any sample integrity issues regarding the patient sample which the may have caused the discordant results however the customer committed to returning the involved sample to beckman coulter inc for further analysis of possible patient sample sourced interference. The results of the interference testing is not yet available. A definitive root cause has not been determined to date for this event.

Manufacturer narrative:
The involved patient sample was returned to beckman coulter for assessment. Testing at the beckman coulter customer product line support laboratory reproduced the customer's issue. The investigation did not demonstrate patient sample interference. (B)(4).